Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) became aware of an incident where a plastic insulation from a spatula instrument had broken off during a da vinci myomectomy procedure. No other information was provided at that time. On (B)(6) 2013, isi received a user facility medwatch form (patient identifier (B)(6)) with the following description: the patient was undergoing robotic myomectomy right paratubal cystectomies using the da vinci robot. During enucleation of one of the fibroids, while using the monopolar spatula, the pulley system for the spatula broke. The instrument was removed and inspected. It was noted that 2 pieces were missing; one piece was the circular guard which covered the wire pulley on the side of the instrument and the second was the overlying flank which covered the circular guard. The surgeon returned to the surgical site and the circular guard was recovered from the patient. However, the flank piece could not be located. After exhaustive efforts to locate the retained piece and discussion with the patient's family, it was agreed to allow the piece to remain in place without progressing to more invasive efforts to locate the piece. On (B)(6) 2013, isi contacted the initial reporter to obtain additional information. She stated that there was no observed damage on the instrument prior to use. She was not informed of any instrument collisions prior to when the instrument breakage occurred. She confirmed that an x-ray was confirmed and no foreign body was found; however, the missing pieces from the instrument would not be found since they are not radio-opaque. The patient reportedly has not reported any post -operative complications and she is not aware of any plans to locate the missing piece.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported because 2 pieces from a permanent cautery spatula instrument broke off inside a patient and 1 piece was allegedly retained inside the patient. X-ray and exhaustive efforts were made to locate the missing piece; however, the missing piece could not be found.